Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sample quality as all samples met specifications. The 24 retentions were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. On aug. 17, 2021, a complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sample quality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced clotting/micro clots/fibrin clots. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported getting some clumping of cells and cannot break up pbmc pellet. We are getting some clumping of cells and cannot break up our pbmc pellet with gentle techniques. We are using the lowest centrifugation speeds as well. We are pretty much following the protocol according to the bd white paper on the cpt tubes except with 1 additional wash and centrifuge step. We are able to obtain a pellet of pbmcs however, we are having difficulty resuspending the pellet in pbs. We are noticing clumping of the pbmcs even after the first wash and centrifugation step with difficulty resuspending the cells in pbs with vortexing and pipetting. We are able to break it up into smaller pellets but would not say it¿s resuspended.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced clotting/micro clots/fibrin clots. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported getting some clumping of cells and cannot break up pbmc pellet. We are getting some clumping of cells and cannot break up our pbmc pellet with gentle techniques. We are using the lowest centrifugation speeds as well. We are pretty much following the protocol according to the bd white paper on the cpt tubes except with 1 additional wash and centrifuge step. We are able to obtain a pellet of pbmcs however, we are having difficulty resuspending the pellet in pbs. We are noticing clumping of the pbmcs even after the first wash and centrifugation step with difficulty resuspending the cells in pbs with vortexing and pipetting. We are able to break it up into smaller pellets but would not say it¿s resuspended.